Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failed and dispense was not being captured for controlled substances. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that dispense transactions were not being captured in the system. The technical support specialist (tss) determined dispense data was missing due to a system glitch. Tss accessed the server and verified the application version, then pulled the device event report to confirm the issue. Next, the tss reviewed the station¿s medication application error log and found failed storage entries matching the reported problem. The findings were shared with the customer, and the issue was attributed to a possible system malfunction. No corrective action was performed at this stage, and the resolution remains incomplete pending further troubleshooting. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failed and dispense was not being captured for controlled substances. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.